Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient placed the cannula incorrectly and this cannula was bent. Blood glucose at the time of event was 413 mg/dl. Patient took the correction bolus via pump. No further information available